Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Event reported from a post-market clinical program: a facility reported a bactiseal catheter kit (ID 823072) and a hakim valve (ID 823832) were implanted on (B)(6) 2021 due to hydrocephalus with an initial successful outcome. The patient noticed progressive abdominal wound bulging, and abdominal x-ray revealed coiling of the shunt catheter. The patient was admitted for elective surgery, and on (B)(6) 2022, underwent vp shunt repositioning surgery. Postoperatively, the patient received antibiotic therapy, fluid replacement, and symptomatic management, and was discharged on (B)(6) 2022 with all implanted devices remaining in place.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected field: g2. The bactiseal catheter was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: the physician has changed the correlation decision of this event from ¿relevant¿ to ¿possibly irrelevant¿ (not related to the bactiseal catheter kit - ID 823072).